Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead became damaged during a medical procedure of an unspecified nature. It is unknown if the lead was explanted or remained in service at that time. Shortly after the procedure the patient reported they developed an infection in which their system was explanted as confirmed by a boston scientific field representative. No additional adverse patient effects were reported. This device is no longer in service.